Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified sign of use and chipped at the condyle. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was damaged during the case. There was no consequences or impact to the patient.